Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "loss of external power." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
The following was reported "loss power supply. Power cable and power supply board working fine and the voltage was in good condition." No patient involvement was reported. Provided logfiles confirm "loss of external power" alarms. Correction: technician replaced mainboard and power supply to solve the issue.